Manufacturer narrative:
E1: patient city: (B)(6). Patient country: france.

Event description:
Number (B)(4). Event occurred in france. It was reported that the patient faced infusion set was leaking at connector event on 09-apr-2024. No further information was available.